Manufacturer narrative:
The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade does not retract back and appear exposed inside the jaws. Root cause attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was difficult to remove. There was no fragment fall into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was never used on the patient as the instrument would not dock.